Manufacturer narrative:
Pt identifier: correction from na to unk, age/date of birth: correction from na to unk, weight: correction from na to unk, describe event or problem: correction from load not released to unknown, model #/lot #: correction from unknown to "12/2015". Device manufacture date: correction from unknown to 06/2015, patient code: correction from (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 06/25/2015 to 12/08/2015 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect bi was not returned for visual inspection. There were eighty-four (84) unused bis received. However, eighty-three returned were from a different lot. One unused bi was returned with the lot related to suspect bi lot. The suspect bi could not be confirmed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. There is insufficient information to determine an assignable cause. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The suspect bi was not returned; therefore, no evaluation for user error could be determined. Should additional information be received at a later date, the complaint file will be re-opened. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.